Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had to go to the hospital emergency room due to diabetic ketoacidosis. Customer experienced high blood glucose and gastroparesis. She stated that the blood glucose level at the time of the admission was 400mg/dl. She confirmed that she was wearing the insulin pump at the time of the incident and disconnected it before getting to the hospital. Nothing further reported.